Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was able to fire, but there was a poor staple formation and incomplete staple line. The handle and the 2 reloads did not work. It was noted that the staple line did not come out and the staple line was not fixed.